Event description:
It was reported that this right ventricular (rv) lead exhibited noise, increased threshold and pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). This rv lead was surgically abandoned and replaced with a new rv lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.